Event description:
Patient was wearing a pod on the leg between 49 and 71 hours. On 08 june 2026, the legal guardian (lg) reported the patient experiencing hyperglycemia with blood glucose (bg) up to 20 mmol/l (360 mg/dl) and ketones of 4 (units not provided). The patient self-administered a 12-unit bolus; however, bg remained elevated, and the patient sought medical attention the same day. The patient was evaluated in a hospital setting, where the pod was removed by the medical team. The patient received treatment with insulin, hydration, and potassium. Reported symptoms included headache and vomiting. On 09 june 2026, the lg reported diagnoses of diabetic ketoacidosis and anisocytosis and that the patient had been hospitalized for approximately 24 hours before being released in improved condition.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.